Manufacturer narrative:
Event description, corrected data: initial report inadvertently left out report of heart beat detection errors.

Event description:
During the office visit when the device was interrogated to be showing ok battery life of 75%-100%, it was also noted that the device output currents were switched back on at 0.25ma and tachycardia detection was re-enabled, however the representative was unable to obtain a heart beat reading. The tachycardia detection was disabled. An hour later, heart rate still could not be detected and was kept disabled as a result. Switching off the output currents did not resolve the heartbeat verification issue. Review of the available decoded programming data noted that the device was no longer detecting heartbeats and that the device last logged detected seizures on 01/04/2019 with no additional detections after this date. It was stated that troubleshooting for heart rate detection had been performed multiple times without success. The patient was seen again in clinic and troubleshooting was performed again, and no heart beat was detected on any of the sensitivity levels. It was noted that the led light on the wand does not flash during detection attempts, but is fine with all other interrogations. A full r-wave analysis was conducted and there was no issue with the patient's r-wave. It was confirmed that the device was performing normally in all other manners. The patient is monitored and seen every 2 weeks for ramp up and was at 1.25ma with 75-100% battery life. It was clarified that in attempting to detect heart beat on the motion tablet, "???" Was constantly appearing for all 120 seconds. With the m3000 tablet, it read "acquiring" with the search circle for the full 120 seconds with no led light noted. There were no surgeries, scans, or notable events that occurred since the beginning of january, and there was no suspected migration of the device as the device can be seen due to the patient's slim stature. The patient was scheduled for replacement surgery. Further clarification was received regarding the surgery stating that electrocautery was used prior to the device being used, but not afterwards. Electrocautery was not used when the device was anywhere close by. There were no issues during surgery, and the lead was connected to the generator without issue and ok impedance. No known surgery has occurred to date. No additional, relevant information was received to date.

Event description:
The implant form from the replacement surgery was received indicating that the reason for replacement was due to "aspire sr fault". The explanted device was returned for analysis. Analysis has not been completed to date.

Event description:
The explanted device was returned and analyzed by the manufacturer. The generator was interrogated and system diagnostic test were performed in the product analysis (pa) lab, resulting in ok lead impedance, ok current delivered, and a battery status ok (intensified follow up indicator (ifi) - no, battery status). In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator did not perform according to functional specifications. The ¿sense setting 1 - 5 clinical¿ test failures were due to foreign matter lodged between pins 20 (p2.0/aclk) and 21 (p2.1/t ainclk) of a1 (microprocessor). The resistance between the pins 20 and 21 of a1 measured approximately 127 ohms, resulting in an electrical short between the two pins. This resulted in the ¿clk¿ signal to be loaded down, lacking the appropriate voltage level to trip the gates of the sense circuitry of a2. The ¿clk¿ signal is used as an input (only) for the sense amp operation of a2 (asic). The observed foreign matter was the contributing factor for the reported allegations of ¿premature end of life (eol)¿, ¿undersensing no r-wave detected¿, and ¿device failure.¿ the short between the pins 20 and 21 of a1 resulted in a high current state when the "tachycardia detection" sense function was enabled, which would have been the contributing factor for the low battery voltage and the reset event. The origin of the foreign matter was not determined, however is suspected to have been a free floating particle, based on the seizure log data showing stimulation events. In addition, the foreign matter particle (located between the pins 20 (p2.0/aclk) and 21 (p2.1/t ainclk) of a1 (microprocessor)) removed effortlessly, with no resistance. Other than the noted foreign matter, which contributed to ¿premature end of life (eol)¿ & ¿undersensing no r-wave detected," no other anomalies were observed. No other relevant information has been received to date.

Event description:
It was stated that a recently implant patient was seen at clinic and his device was showing near end of service warning. The impedance was within normal limits. It was noted that at the patient's previous clinic visit, the battery life was showing 75%-100% as expected. It was confirmed that electrocautery was not used following implant. An update was received with attached tablet data. The patient was seen again and the device was interrogated showing ok battery life of 75-100%. Settings were adjusted and an hour later, that patient returned and the device was reinterrogated showing 75-100% battery life. It was stated that intensified follow-up indicator (ifi) and near end of service (neos) messages appeared on (B)(6). Decoded data was received and reviewed, however the cause of the event has not yet been determined. Device history records were reviewed for the implanted generator. The device passed all quality inspections prior to distribution. No additional, relevant information was received to date.

Event description:
Further details were provided regarding the surgery. Electrocautery was used prior to the generator being introduced to the sterile field. It was confirmed that electrosurgery was not used after the generator was brought into the field. The device was replaced and the generator was expected to be shipped back for analysis. Further programming data was received. No apparent anomalies were observed from these office visits. It can be noted that output currents were successfully reprogrammed, and the sensitivity could be adjusted from 5 to 1; autostimulation remained programmed off. Diagnostics performed since the (B)(4) 2019 showed no anomalies as well. No device was received to date. No additional, relevant information was received to date.